Event description:
Device issue: none. Adverse event: restenosis. Onset of adverse event: approximately 11 months after the procedure. It was reported that approximately 11 months post a proximal left anterior descending (lad) artery stenting procedure with 2 promus stents, the patient experienced angina. On (B)(6) 2009, in-stent restenosis was found and a cutting balloon procedure was performed. One day post-procedure, the event resolved. There was no adverse patient sequela reported. Although requested, there was no additional information provided. You are receiving this MDR report from abbott vascular because boson scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. The xience v 2.75 x 28 mm (part 1009540-28b, lot 8090362), indicated is being filed under a separate MFR#.